Event description:
Reported as a port leak.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 12/nov/08. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided, the connector type is assumed to be a taper ii. Further info from the reporter regarding serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."